Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested.

Event description:
It was reported; during an orthopedic procedure on (B)(6) 2013, it was discovered when the trigger of the small battery drive and casing were depressed, the device did not function consistently. It is reported the procedure was delayed approximately 23 minutes while a spare device was retrieved. No additional information was provided. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis.the manufacturing documents were reviewed and no complaint related issues were found.(B)(4)

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The reporter's complaint that the small battery drive will not work couldn't be confirmed. The device was tested and the complaint wasn't duplicated.